Event description:
Healthcare professional reports results higher than expected with the hemochron response coagulation system. During unspecified patient procedure, instrument generated act result in the upper 500s. Test repeated on a second hemochron response instrument generated a result around 200. Exact values of results not provided. Liquid quality control and electronic quality control were acceptable. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer provided tube lot number j1fte222. Actual device evaluated (instrument). Reserve sample tested from same lot (single-use disposable). Process evaluation performed. No related ncmrs, complaint trends or CAPA identified. Conclusions: unable to confirm complaint. Itc has requested all data required for form 3500a.